Event description:
It was reported that the patient developed an infection identified as bacteremia. The implantable cardioverter defibrillator (ICD) system was removed. The patient was administered antibiotics. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.